Event description:
Total knee replacement revision due to pain and loosening. The surgeon revised the tibial component, femoral component and the tibial insert. The patella remained in situ. Product codes and lot numbers to be advised, primary procedure date and hospital to be advised. No other information available.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting stated no investigational inputs were available. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the reported event based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.